Event description:
It was reported to medtronic neurosurgery that there was leakage at the patient line stopcock.

Manufacturer narrative:
A crack was found in the needleless injection site arm of the 4-way stopcock. It is unknown what may have caused the tubing to disconnect. This damage precluded a leak check. This type of damage is likely attributable to improper use of cleaning solution. Per hospital procedures, chlorhexidine is used to clean connections. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the drainage bag. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.